Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were open. The stent graft had been partially released for 15mm. The inner catheter protrudes 23mm from the outer sheath. The outer sheath was elongated and torn off at the guiding tube. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during deployment, the delivery system jammed; therefore, the device failed to deploy. A 9f sheath was being used. The stent was being placed in the distal sfa and the path to placement was up and over. This was the 2nd stent being placed during the procedure. There was no pt injury reported.